Event description:
Device issue: stent dislodgement. Time of device issue: during the procedure. Adverse event: requiring medical intervention/dislodged stent deploy at unintended site. Adverse event: during the procedure. It was reported that the lesion was located in the left circumflex lesion. First pre-dilation was done with an non-abbott balloon catheter and then the promus 3.0 x 28 mm was advanced, but did not cross. The promus was removed from the patient and additional pre-dilatation was performed and the promus 3.0 x 28 mm stent was advanced again, but did not cross the lesion. During an attempt to remove the stent delivery system (sds) after the failed cross attempt, the stent got stuck and dislodged from the sds balloon. The dislodged stent was left behind in the circumflex just proximal to the lesion. A balloon catheter was used to deploy the stent at an unintended site and an additional promus stent was used to successfully treat the target lesion. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.